Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulty. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
It was reported that the procedure was to treat an unspecified lesion in the mid left anterior descending artery. A prowater guide wire was advanced and used as a dummy wire. A high torque (ht) balance middleweight (bmw) universal ii guide wire was backloaded into a 2.5x12mm trek balloon catheter. When the balloon tip was moved up to the entrance of an unspecified introducer sheath a non-sticky substance built up. The site thinks the substance is hydrophilic coating from the guide wire. No resistance was noted during advancement or withdrawal. No other device interaction issues were noted. The physician wiped the substance off before proceeding and does not believe any substance was introduced into/remained in the anatomy. This has happened on more than one occasion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It should be noted that the ht bmw universal ii instruction for use states guide wires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guide wire carefully for bends, kinks, or other damage. Do not use damaged guide wires. Using a damaged guide wire may result in vessel damage and / or inaccurate torque response.